Event description:
On (B)(6) 2026, the user reported experiencing symptoms consistent with hypoglycemia at approximately 8:00 am. The user stated that the sensor glucose (sg) reading was 61 mg/dl at that time. After consuming candies to address symptoms, the user measured blood glucose (bg) using a blood glucose meter and reported a bg value of 157 mg/dl. The user noted that following carbohydrate intake, the sg values remained at approximately 64 mg/dl and did not immediately reflect the increase observed in bg. The user reported this as a discrepancy between sg and bg values and indicated experiencing a hypoglycemic event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.